Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level displayed as "high" without a specific value with an unspecified ketone level that a healthcare provider did not consider dangerous or life-threatening. Customer required assistance from husband to address the high bg level. The customer addressed the bg and occlusion issues by changing the infusion set and cartridge, then resuming insulin delivery.